Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the ins was overdischarged. The rep said the patient hasn't used the device for 3 years. The rep didn't know why the patient hadn't used the device. Additional information was received from the rep. The patient weight is unknown.  The hcp/office is working with patient to find a time to attempt to bring the battery out of overdischarge state.  At this time, there is no change to report with the status of the battery. Once a date/time is selected that will work for both the care team and the patient, a representative will attempt to bring the battery out of overdischarge state. Additional information was received from the rep. It was reported that there is no change to report. The patient did not have her equipment at the 1/6 visit. Attempt was made for another visit but the patient showed up late and did not have time to allow to attempt to bring the battery out of overdischarge.  Rep was working with the patient and the care team to meet and attempt to bring the battery out of over discharge. Additional information was received from a rep on (B)(6) 2020. The rep met with the patient on the day of the report and attempted to bring the battery out of overdischarge. The process was explained to the patient and she verbalized understanding. The rep reported that after two 60 minute attempts/trickle charge attempts, the battery remained overdischarged. The patient verbalized that she didn¿t wish to continue. This was discussed with the patient and her care team. The patient understood. No further complications were reported.